Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil non-detachment during a procedure. It was reported that the patient was undergoing coiling treatment of vertebral dissection. The axium coil and accessory devices were prepared as indicated in the IFU. During the procedure, it was reported the physician attempts to detach the axium coil 3 or 4 times without success using an instant detacher. There were not any patient symptoms or complications associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found stretched with polypropylene filament intact and still attached to the pushwire. Instant detacher was not returned as it was discarded at the site. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at several locations from the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, the pushwire was intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location and the implant coil was successfully detached from the pushwire. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. It is likely that the intact tack weld replacement (twr) crimps was evidence that the instant detacher failed to break the tack weld replacement crimps, subsequently prohibiting actuation of the detachment mechanism and contributed to the non-detachment issue. In addition, all parts of the pushwire which could affect detachment of the implant coil were found within specifications. It is possible that the axium implant coil and pushwire became damaged during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.